Event description:
It was reported the patient lost stimulation sensation after their healthcare provider adjusted their stimulation for their other implantable neurostimulator (ins). It was stated the patient had difficulty with eating and it was slowing down for the last six weeks. The patient had lost their patient programmer and was hoping they could adjust their stimulation to feel it again when they have a programmer again.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va02pfl, implanted: (B)(6) 2013, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3116, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).